Manufacturer narrative:
No available code for undetermined or unknown cause. The customer¿s report of "a failure of the internal component" of the smartsite when attached to a PICC line was confirmed. Visual inspection of the samples noted that the male luer of the smartsite had snapped and remained lodged inside the female luer of the catheter. The thread of the smartsite was also found to be significantly cracked. The root cause of the damage could not be determined.

Manufacturer narrative:
The model#/catalog# identified in section is a carefusion product which is same or similar to a device that is approved for sale domestically. The domestic similar list number is (B)(4). The 510k number provided in section is for the domestic similar product. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The report suggests that there was "a failure of the internal component" of the smartsite when attached to a PICC line. No additional clarification received, however sample received indicates that the smartsite had snapped and remained lodged inside the female luer of the catheter. From the reported information there are no indications of serious injury to the patient or user as a result of this incident